Event description:
It was reported there was a pump problem. The patient¿s pump was recently implanted and has an empty pump at the time of report. The patient wanted to be on oral (po) medication because of trouble with payments from worker¿s compensation. It was noted that the pump was alarming and the patient¿s health care provider (hcp) wanted to know how to handle the alarming pump. No symptoms reported. The pump was used to infuse an unknown drug.

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).